Manufacturer narrative:
Loose internal ribbon cable connection.

Event description:
It was reported by service report that the touch screen was working intermittently. No pt involvement or adverse consequences are reported.